Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. . The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-03901 /-06919 /-06920 /-06921).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, loss of range of motion, metal poisoning, and metallosis. It was further reported that revision procedures were performed on (B)(6) 2006, (B)(6) 2010 and (B)(6) 2010. A review of invoice history shows procedures on or about (B)(6) 2004 and (B)(6) 2007. No invoices could be located for the initial surgery date of september 29, 2003, nor the revision surgeries of (B)(6) 2006, (B)(6) 2010 and (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2006 due to dislocations. Operative report noted the presence of fluid. Operative report further noted the edge of the cup was bent during removal of the liner so the cup had to be removed and during removal of the cup the posterior wall was damaged. The modular head, acetabular cup and liner were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, loss of range of motion, metal poisoning, and metallosis. It was further reported that revision procedures were performed on (B)(6) 2006, (B)(6) 2010 and (B)(6) 2010. A review of invoice history shows procedures on or about (B)(6) 2004 and (B)(6) 2007. No invoices could be located for the initial surgery date of (B)(6) 2003, nor the revision surgeries of (B)(6) 2006, and (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.